Manufacturer narrative:
According to the customer contact on (B)(6) 2026, "the catheter went in without incident, but when the pacu nurse attached the pain pump it was alarming occlusion" and "I attempted to reattach and troubleshoot the line with no avail." The customer contact noted "plastic poking out of the end of the catheter and called an anesthesiologist to look at it" and "the plastic was pulled and continued to come out, almost like another line within the catheter." The customer contact stated, "we removed the catheter and placed another one" and "the patient required follow-up on pod 1." The customer contact indicated the patient is "stable, no issues at this time." No serious injuries were reported related to the incident. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact on (B)(6) 2026, "the catheter went in without incident, but when the pacu nurse attached the pain pump it was alarming occlusion" and "plastic poking out of the end of catheter". The customer contact stated, "we removed the catheter and placed another one."

Manufacturer narrative:
Update to h6: investigation findings (c). Update to h6: investigation conclusions (d).